Event description:
It was reported that a lead warning was issued on the right ventricular (rv) lead for high impedance. The lead thresholds and impedance have risen over time. The lead remains in use with frequent followups. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.